Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Device was received with cracked display window corner, battery tube threads, belt clip slot, scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the act and down arrow buttons on the insulin pump were not responding. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.